Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. The rv lead was capped and successfully replaced with a non-boston scientific lead. No additional adverse patient effects were reported at this time. No additional information was provided at this time.